Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to use, the device has damaged seal and the batteries were corroded. The clearify device did not turn on. No patient was involved in the event.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of two photographs for a device. The visual inspection of the returned product noted the first photograph showed a ripped open body and a battery pack. The photograph was no clear enough to identify damage to the batteries. The second photograph showed the lot and expiration for this unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.